Event description:
This pi was raised from a medical review for pi. The patient underwent surgery on (B)(6) 2016 for a periprosthetic fracture of the femur. No components were explanted.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon femoral component was reported. The event was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: not performed as product was not returned, the reported device remains implanted. Medical records received and evaluation: suboptimal reconstruction of bearing height with the thinnest available 9-mm bearing in a knee joint with major varus deformity and associated bone loss has contributed to early instability in a rather similar way in both knee arthroplasties, implanted during a simultaneous bilateral primary arthroplasty. Multiple additional factors have contributed to a suboptimal end result of the arthroplasty including persistent disease related contracture around the knee requiring early arthroscopic lateral release of the pf-joint in both knees while multiple falling incidents as caused by complex medical comorbidity and required medication have further contributed to the knee laxity by traumatic stretching of knee ligaments. One of the falling incidents caused a periprosthetic fracture just above the left knee arthroplasty requiring open reduction and internal fixation further compromising the functional condition of especially the left knee due to the scar tissue normally associated with fracture healing. Finally did the patient¿s obesity contribute to a secondary but minor degree to the overload condition in the joints, all ultimately requiring bilateral knee revision with bearing exchange within 2-years of primary arthroplasty. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot provided. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: suboptimal reconstruction of bearing height with the thinnest available 9-mm bearing in a knee joint with major varus deformity and associated bone loss has contributed to early instability in a rather similar way in both knee arthroplasties, implanted during a simultaneous bilateral primary arthroplasty. Multiple additional factors have contributed to a suboptimal end result of the arthroplasty including persistent disease related contracture around the knee requiring early arthroscopic lateral release of the pf-joint in both knees while multiple falling incidents as caused by complex medical comorbidity and required medication have further contributed to the knee laxity by traumatic stretching of knee ligaments. One of the falling incidents caused a periprosthetic fracture just above the left knee arthroplasty requiring open reduction and internal fixation further compromising the functional condition of especially the left knee due to the scar tissue normally associated with fracture healing. Finally did the patient¿s obesity contribute to a secondary but minor degree to the overload condition in the joints, all ultimately requiring bilateral knee revision with bearing exchange within 2-years of primary arthroplasty. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
This pi was raised from a medical review for pi. The patient underwent surgery on (B)(6)2016 for a periprosthetic fracture of the femur. No components were explanted.